Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a broken blade from the base ¿ the broken piece, approximately 0.152" was returned for evaluation. It is known that inadvertent contact with contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. The known cause of this issue is attributed to mishandling / misuse. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the harmonic ace instrument blade broke and a piece fell inside the patient. Although it was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, approximately 2 and a half hours during the operation, the harmonic ace instrument was activated; however, was unable to excise the tissue. The instrument blade broke and fell inside the patient. The broken piece was retrieved. The user installed another harmonic ace instrument to complete the procedure. No further issue reported. There was no report of instrument collision, patient harm, adverse outcome or injury. An x-ray was performed and found no fragment inside the patient. No additional surgical intervention was conducted. No post-operative complications have been reported as of the date of this report. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected with no noted damage prior to use. The instrument was used for approximately 2.5 hours and was removed in between use during the procedure for cleaning. No known instrument collision was observed